Event description:
It was reported that two (2) small volume intermates leaked. This was observed during an unspecified process step. However, for one (1) pump white residue was observed in the secondary packaging; the other pump residue was observed between the inner balloon and the body of the pump. The devices contained meropenem 2700mg in 100ml sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: lot manufacture date: december 02, 2021 - december 03, 2021. H10: one (1) actual device was received for evaluation containing 100ml of meropenem solution; however, the second device was not received, therefore, a device analysis could not be performed for that sample. Visual inspection along with magnification was performed on the returned device and there was no evidence of a leak or drug residue. The reported condition was not verified. The device was determined to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.